Event description:
The customer reported that the 9800 system displayed a low milliamp error message and the image was flashing on the left monitor. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the battery pack, and the interconnect cable. The system was tested and operates as intended.